Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 9 atmospheres for 5 seconds, the balloon ruptured in the middle. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.